Manufacturer narrative:
Remove 3190: insufficient information from h.6 device codes on. The reported issue of dim segments was confirmed on 39 of 40 returned display boards. The customer reported 44 lvp display board assemblies with dim segments; however, 39 boards (p/n: tc10004754) and 1 board (p/n: tc10012952) were received. Visual inspection of the boards was performed, and no damage, corrosion, or cold solder was observed. Test results identified 39 out of 40 returned lvp display board assemblies with dim segments. One board (p/n: tc10004754), had no issues with dim segments. No faults found. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and / or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history review: review of the sn: (B)(6) service history record showed the device had a manufacture date of 15-oct-2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 18-nov-2020 and indicated that this device has not been previously returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only display boards were returned for investigation.

Event description:
It was reported that (44) lvp devices had dim display segments at unspecified locations. Although requested there was no additional information provided.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that (44) lvp devices had dim display segments at unspecified locations. Although requested there was no additional information provided.